Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the implant procedure, there were episodes of inappropriate therapy. The right ventricular lead was explanted without replacement to resolve the event. The patient was stable.